Event description:
Med record reviewed on 3-16-98. Per report rec'd, several small lacerations noted on infant's left arm, one at inner aspect 1cm above wrist and another 2 cm below antecubital. These lacerations were scabbed over. The location of the lacerations were consistent with the edges of the armboard. Armboard was padded to prevent further injury. No treatment given and left open to air. Next day no redness or drainage noted.